Event description:
Event description boston scientific received information that this ventricular implantable lead exhibited high pacing threshold measurements and loss of capture. An induction test was scheduled and an arrhythmia was induced. A delivered shock did not convert the rhythm and the patient had to be externally defibrillated. A chest x-ray was performed and this lead was confirmed to be dislodged.